Event description:
Additional information was received indicating that this pacemaker was explanted and replaced with no issue. This pacemaker is out of service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker had tripped elective replacement indicator (eri) less than the estimated longevity of the device. The patient was currently on atrial fibrillation and the autocapture was on. It was also observed that the pacing threshold measurements were high. Boston scientific technical services (ts) provided the longevity calculation. Additional information was received from the field representative indicating that the patient was scheduled for a device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The hospital kept the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.